Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the rf assure detection system, which included an rf assure console 200x and a blair-port wand x scanning device, gave a false positive detection; in which the device detected a sponge when there were no rfid sponges present. A new blair-port wand was connected to the console to complete the scan. The customer reported that the console will not be returned. The wand is expected to be returned. No patient injury was reported.

Manufacturer narrative:
The console was returned and evaluated. The reported condition of false positive detection was not confirmed or duplicated. Visual inspection found no defects. Testing of the device identified no issues with detecting sponges and no false detections occurred. The investigation found the sphere to functioned normally as well as within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.